Event description:
During servicing a philips bench technician noted that the battery pca in the heartstart mrx had bent pins. There is no indication of negative patient impact.

Manufacturer narrative:
.